Manufacturer narrative:
During the zoll technical service evaluation of the device, the recorder was found not to be printing completely. In addition, both the digital and paddle well shields were found to be damaged. The lower housing was also observed to be cracked. These observed faults were unrelated to the reported fault. The recorder, lower housing and both the digital and paddle well shields were replaced.

Event description:
Complainant alleged that while the clinician was pacing a 38 year old female pt, using a multi-function cable and electrodes, they received a "status 82" error message on the device screen. The clinician then tried to increase the ppm rate, but the rate did not increase beyond 20 ppm. The clinician was able to obtain another device to pace the pt. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported failure.